Event description:
It was reported that the patient was not able to adjust stimulation. It was reported that the patient got a 'call your doctor' icon and that there was an out of regulation (oor) condition. The patient tried to turn off her stimulation, but when she pressed the 'sync' key she received the oor message and the device 'shut itself off.' When the patient tried to turn the stimulation back on she again saw the oor. The patient had wanted the stimulation off because her stomach was bothering her and the stimulation 'sometime makes it worse.' It was further reported that the patient had a loss of therapeutic effect. It was reported that the stimulation on the patient's left side is 'skittish' and she cannot feel it on her left side 'all the time.' In order to feel stimulation on the left side the patient had to reposition/twist or put pressure on the device. While making the report the patient was sitting upright and could not feel stimulation on her left side but when she applied pressure to the device she could feel it on both sides. It was noted that the right side 'works good.' It was also reported that the patient was in the hospital (B)(6). The patient was 'violently vomiting' during both hospital stays. It was after the first hospital stay in august that she started having issues with the left side. Additional information had been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 355531, lot# n333672, implanted: (B)(6) 2012, product type screening device; product ID 3550-14, lot# n333405, implanted: (B)(6) 2012, product type accessory; product ID 3550-14, lot# n333405, implanted: (B)(6) 2012, product type accessory. (B)(4).